Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However the complainant noted that the device was used prior to the expiration date. Reported event of stent failed to expand. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallstent enteral endoprosthesis was used during a stent placement procedure on (B)(6) 2013. According to the complainant, the indication for the stent placement was treatment for duodenal stricture due to malignancy. The stricture was approximately 3cm in length. The patient anatomy was slightly tortuous. During the procedure, the physician deployed the stent into the duodenum and the stent did not completely expand. Another wallstent enteral endoprosthesis was placed within the stent. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be fine